Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigated by product analysis on 19-jan-2018. Investigation confirmed the display to be dim and discolored. Investigation duplicated the complaint.